Event description:
It was reported that there was noise and low impedance on the atrial lead and loss of capture on ventricular lead. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.